Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No blank display or unexpected reset was noted. The pump alarmed constant failed battery test after battery insertion due to a faulty battery tube. Unable to test for other alarms or perform the displacement test, rewind, basic occlusion, occlusion, prime or the excessive no delivery tests due to the failed battery test alarm. The pump also had a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed for an error and then went blank and reset. The blood glucose readings were not being transferred to the insulin pump. The blood glucose reading was 6.3 mmol/l. Nothing further was reported.